Manufacturer narrative:
(B)(6). This event is currently still under investigation. A follow up report will be submitted with the investigation conclusions.

Event description:
1 x zilbs 635-10-6 was implanted in the patient on the (B)(6) 2016 in optimal position. The patient came back to the hospital about occlusion icterus on (B)(6) 2016. The doctor saw the distal end (flange) was broken he removed the broken piece and placed a new zilbs 635-10-6 lot c1222648 into the part of the old stent.

Manufacturer narrative:
(B)(4). A 1x zilbs-635-10-6 device of lot c1165119 was returned without the original packaging. With the information provided, a physical examination and document based investigation was carried out. Additional information was provided by the customer. The device was advanced and deployed over a 0.035¿ g-slider wire guide. Neither a sphincterotomy nor a dilation was carried out during the procedure. The procedure was conducted with a olympus tjf 160vr. No difficulty was encountered when advancing the wire guide or the complaint device to the target location. The introducer was advanced through the side of a previously placed stent, as a new zilver biliary device was placed into the part of the broken stent remaining inside the patient. On evaluation of the returned device, it was observed that 2 cm of the broken stent was returned. The engineers suggested that from customer testimony, the removed section of the stent may have been hanging out of the duct into the duodenum. This may potentially have been in contact with the duodenum wall, which would have contributed to the damage caused, with peristalsis being a factor. Additional information was requested and provided by the customer. The stent was originally placed during an ercp procedure trans-papillary with about 1.5 to 2 cm of the stent outside of the papilla and the rest inside. The fragmented part of the stent was still in the duodenum, a little below the papilla. As the stent stuck very slightly in the duodenum wall (without perforation or other damages) it was kept in that position and was not moved forward towards the bowel tract. There are some food residuals impacted in the stent fragment; the fragment was then taken out with a retrieval forceps. The stent was not in contact with the duodenum after initial placement. The customer complaint is confirmed as a broken portion of the stent was returned. Images were provided to support the complaint investigation and the following comments were provided by the independent reviewer: findings: five photographs performed with an endoscope at zilbs implantation (B)(6) 2016 and seven photographs performed with the endoscope during the secondary procedure (B)(6) 2016 are provided along with the complaint report. The first image from implantation demonstrates a biliary stent projecting from a mildly bleeding ampulla. It crossed the duodenum and impinged on the opposite duodenal wall. Green arrows mark the point of impingement. The peri-ampullary duodenum was macro-lobulated in contour likely from underlying peri-ampullary pancreatic cancer. The second image was performed 12 minutes later. The stent was removed and replaced with a zilbs projecting four to six stent rows into the duodenal lumen. The zilbs extended almost to the mid lumen. The final three images demonstrate subsequent endoclipping of a hemorrhagic pit caused by the original biliary stent. The first image performed during secondary intervention has the location of the ampulla marked with pen and with a fractured stent row hanging out. Again, the macro-lobulated duodenal mucosa was secondary to underlying peri-ampullary pancreatic cancer surrounding the ampulla. Images two through four demonstrated the zilbs fragment, first inside the duodenum and then extracted. The stent fragment was covered with food and bile. Images five and six again demonstrated the zilbs fractured stent row hanging out of the ampulla. The appearance was slightly different from image one because of a different angle and possible partial endoscopic forceps removal. Image seven demonstrated the ampulla after implantation of the second zilbs. Four or five stent rows projected into the duodenum similar to the original zilbs . On the follow-up imaging, the previously placed endoclip was not demonstrated and had likely fallen off. This is normal for endoclips impression: circumferential fracture of the zilbs projecting into the duodenal lumen involved a minimum of two adjacent stent rows. The fracture was likely the result of peristaltic traction enhanced by food entrapment and relative fixation of the intra-pancreatic portion of the stent. Pancreatic cancers are very fibrotic. Because the cancer invaded the ampulla, cancer fixation of the stent would have amplified duodenal peristaltic traction on the projecting stent end. It is unlikely that the symptoms from recurrent biliary obstruction were related to the stent fracture. The stent likely was occluded from tissue ingrowth. The fracture likely made repeat zilbs cannulation easier. Both stents were implanted with at least four stent rows projecting from the ampulla. Consequently at least 10 mm of stent rather than the recommended 5 mm projected into the duodenal lumen. This increased the potential for food entrapment and duodenal traction leading to stent fracture. Significant findings relative to the patient's anatomy were not observed. Significant findings relative to the disease state were observed. Pancreatic cancer likely invaded the ampullary submucosa and fixed the ampulla relative to the adjacent freely peristalsing duodenum. This would have amplified peristaltic traction on the stent. Significant findings relative to the use of the device were observed. The stents were implanted with more than 5 mm projecting from the ampulla. Significant findings relative to the design or performance of the device were observed. The stent end projecting into the duodenum fractured. Cause of adverse events was not observed. From the image review, it was apparent that the complaint device was implanted with at least 10 mm of the stent projecting into the duodenal lumen, in excess of the recommended 5 mm. The patient was readmitted for treatment due to occlusion, and on treatment of the occlusion, the stent fracture was observed. The image review suggests that the occlusion was due to cancerous tissue ingrowth into the ampulla of the bile duct and the implanted stent. This cancer ingrowth would have led to fixation of the stent, which would have amplified peristaltic traction on the stent. In addition, it was observed that there was food entrapment and bile accumulated on the stent. Therefore, the excess length of stent projecting into the duodenum, cancer ingrowth and food/bile accumulation could have caused or contributed to the stent fracture. However, the image review did not state a definitive root cause of this occurrence, and the circumstances of use cannot be replicated in a laboratory environment. Therefore, a definitive root cause cannot be determined. It can be noted that as per the product IFU, stent migration and tumour ingrowth are known possible complications as a result of biliary stent placement. In addition, it is recommended that stents bridging the papilla should be extend beyond the papilla and into the duodenum approximately 0.5 cm after deployment. Prior to distribution, all zilbs (zilver biliary) devices are subject to visual inspection and functional checks to ensure device integrity. A review of manufacturing records has revealed no discrepancies that could have contributed to this complaint issue. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information provided to date, there is no evidence to suggest any manufacturing issues associated with this lot number. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up report is being submitted due to the conclusion of the investigations into this event. Initial description submitted as follows: a 1 x zilbs 635-10-6 was implanted in the patient on the (B)(6) 2016 in optimal position. The patient came back to the hospital about occlusion icterus on (B)(6) 2016. The doctor saw the distal end (flange) was broken he removed the broken piece and placed a new zilbs 635-10-6 lot c1222648 into the part of the old stent.